Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the arm on (B)(6) 2018. Additionally, the patient's mother stated that the cgm was reading 73mg/dl. Based on the cgm reading, she gave the patient juice and waited 15 minutes before performing a finger stick. During the 15 minutes, it was indicated that the cgm displayed low. When the finger stick was performed, the bg meter was reading 115mg/dl. No symptoms or medical intervention was reported. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.